Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a procedure. During the procedure the physician noted that the right atrial (ra) lead was dislodged. There were no electrical anomalies reported. The ra lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.